Event description:
The customer reported that the system did not boot up and there were problems with the vertical column. No pt injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep reviewed the error logs, intermittent error on ffb, gbi, svr nodes. He cleared the flash memory and reloaded the... He reseated the pcbs and cables in monitor cart and tested normal system operation. The system operates as intended.